Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that via phone call that the insulin pump had no power after changing new battery. Customer's blood glucose level was unknown at the time of incident. Customer stated that they were able to successfully clear the alarm. Customer stated that they did not receive request to rewind pump. Customer stated that they had attempted to insert two batteries still won't power on. The insulin pump will not be returned for analysis.